Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "blockage" occurred. Contact did not provide further information at the time of the report. Pump data was reviewed by tandem technical support and occlusion alarms were identified. Contact confirmed and verified occlusions were resolved with the changed of the pump supplies. Insulin delivery was resumed. Contact did not require further assistance. There was no reported impact to blood glucose.